Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be conclusively determined through this evaluation. Multiple requests for additional information were sent to the customer; however, no additional information was received. The patient remains ongoing on vad support. Cardiac arrhythmia is listed in the hm3 IFU as an adverse event that may be associated with the use of the heartmate iii left ventricular assist system. The patient care and management section of the hm3 IFU contains information regarding defibrillation and implantable defibrillator or pacemakers. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the implantable cardioverter-defibrillator shocked the patient on (B)(6) 2019. He experienced brief palpitations. No other symptoms. Patient reported to local emergency room and transferred to site hospital. Device interrogation showed ventricular flutter appropriately shocked. Patient was admitted and started on quinidine. On (B)(6) 2019, patient had no further episodes and was discharged on quinidine.